Manufacturer narrative:
Upon further communication with the rep, we found out that the hematoma was unrelated to the impella, but rather a patient vascular condition. The product was returned and evaluated. The root cause of the blood leaking from the pump plug was determined to be a hole in the catheter, which was likely caused by a suture needle prick.

Manufacturer narrative:
The impella 5.0 pump was returned by the customer and a failure analysis investigation is underway. A supplemental MDR will be filed at the completion of the device's investigation.

Event description:
The complainant reported a (B)(6) male patient had impella 5.0 pump inserted for acute myocardial infarction (ami)/cardiogenic shock (cgs). The patient had a hematoma that was evacuated and then closed with a drain put into place.